Event description:
It was reported that the tip of the driver was twisted during final tightening. An alternate driver was used to complete the case. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Additional information in b4, d4 (UDI number), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned plug driver was evaluated. The tip was found to be twisted, confirming the alleged device malfunction. A review of the manufacturing records did not identify any issues which would have contributed with this event. The material deformation of the tip is likely due to over-torqueing. However, the torque handle was not returned and it cannot be definitively determined if the torque handle was out of calibration.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the driver was twisted during final tightening. An alternate driver was used to complete the case. There were no reported patient impacts or surgical delays.